Event description:
The surgeon was using a vapr electrode during a shoulder procedure and reported the tip of electrode broke off into the patient's joint space. The surgeon was able to retrieve the piece, opened another electrode to complete the procedure. There were no reported patient consequences.

Manufacturer narrative:
Depuy mitek to date has not received the complaint device for evaluation. However the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. All the pieces were retrieved from the patient and there were no patient consequences. However if this was to recur and the broken fragment not retrieved from the patient, it is possible that the patient injury could potentially occur. Because of this potentiality, an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause other than the above hypothesis, a follow-up report will be filed.